Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 26 mmol/l and the customer treated with manual injection. It was stated that the button error alarm did not occur immediately after moisture exposure and the customer was unsure if prolonged button press had occurred. It was advised to revert to a back-up plan. Nothing further was reported.